Manufacturer narrative:
Tandem t:slim user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, and humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Also, the t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 400 (mg/dl) "off and on for sometime"; however, customer did not provide any specific event dates. Customer indicated that pump was used to address elevated bg levels. Reportedly, cartridge was being filled with cold humalog insulin and changed once a week. Customer was reminded that humalog is indicated for use up to 48 hours, recommendation was made to load cartridges with room temperature insulin, and customer was referred to their health care provider to discuss diabetes management.